Manufacturer narrative:
Device analysis performed on the returned lead revealed during visual inspection that the eighth distal contact was flattened. This damage was likely caused by use of a surgical tool. This type of damage to the lead is typically a result of the explant procedure and is not considered a failure. A labeling review that was performed determined that persistent pain at the lead site and skin erosion are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the instructions for use (IFU). Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patients implanted lead has become exposed in the cervical area and the patient also experienced pain. No further information has been able to be obtained despite good faith efforts. Additional information was received that confirmed the product model and serial number that was initially provided was incorrect and the correct product information for this event has been provided.

Manufacturer narrative:
Additional information provided in blocks b5 and d4. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patients implanted lead has become exposed in the cervical area and the patient also experienced pain. No further information has been able to be obtained despite good faith efforts. Additional information was received that confirmed the product model and serial number that was initially provided was incorrect and the correct product information for this event has been provided.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patients implanted lead has become exposed in the cervical area and the patient also experienced pain. No further information has been able to be obtained.